Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set separated and leaked during use. As a result, the user was exposed to the chemotherapy and employee health was contacted, and an ER visit was conducted with labs. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "today, as I was priming sets with saline, 2 of the sets with the above lot number came loose below the drip chamber where the product should be bonded. Last week, there was a chemo spill reported within our oncology infusion center, and we were unable to, for sure, determine the lot number and expiration of the affected product as the trash was gone. I suspect that it was the same lot number as well... ¿ are you able to advise the date of event? - yes, 7/26/2023 ¿ can you please confirm if the chemo spill observed due to the loose connection below the drip chamber? - yes ¿ was the issue discovered prior to use or during use on patient? - during use on the patient ¿ was there any adverse event or serious injury reported?- no, spill was cleaned using approved chemo spill kit. Evs was notified and completed extraction from carpet. Patient was cleaned with soap and water rinse around IV site. Xxx was employee that had exposure to arm which was washed thoroughly with soap and water, employee health was contacted, ER visit was conducted per employee health along with labs. No further follow up noted.

Manufacturer narrative:
H6: investigation summary a complaint of a set coming loose at the drip chamber was received from the customer. A photo was returned for investigation. In the photo, the set is seen to be separated at the drip chamber. The customer complaint of separation was confirmed. A device history record review could not be performed on model 10013364t because the lot number is unknown. A trend for this separation issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set separated and leaked during use. As a result, the user was exposed to the chemotherapy and employee health was contacted, and an ER visit was conducted with labs. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "today, as I was priming sets with saline, 2 of the sets with the above lot number came loose below the drip chamber where the product should be bonded. Last week, there was a chemo spill reported within our oncology infusion center, and we were unable to, for sure, determine the lot number and expiration of the affected product as the trash was gone. I suspect that it was the same lot number as well.. Are you able to advise the date of event? Yes, on (B)(6) 2023. Can you please confirm if the chemo spill observed due to the loose connection below the drip chamber? Yes. Was the issue discovered prior to use or during use on patient? During use on the patient. Was there any adverse event or serious injury reported? No, spill was cleaned using approved chemo spill kit. Evs was notified and completed extraction from carpet. Patient was cleaned with soap and water rinse around IV site. Xxx was employee that had exposure to arm which was washed thoroughly with soap and water, employee health was contacted, ER visit was conducted per employee health along with labs. No further follow up noted.